Event description:
It was reported that the device exhibited a crack on the air detector. The tubing alarmed when inserted. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device had a broken/cracked air sensor. Additionally, the tubing triggered an alarm when inserted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector sensor, and the device passed all functional tests and performed as intended after repair.